Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the second step of the valve deployment, it was noted that loss of pacemaker capture was observed. Ventricular extrasystole was observed, resulting in dislodgement of the valve while still attached to the delivery catheter system (dcs). Subsequently, the valve was recaptured into the dcs. Upon the second deployment attempt, ventricular extrasystole once again occurred, resulting in another dislodgement of the valve while still attached to the dcs. Subsequently, another recapture was performed. During the recapture, increased system tension and higher resistance while turning the handle of the dcs was observed. Subsequently, the system was withdrawn from the patient. A new valve and dcs were opened and used to complete the procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the second step of the valve deployment, it was noted that loss of pacemaker capture was observed. Ventricular extrasystole was observed, resulting in dislodgement of the valve while still attached to the delivery catheter system (dcs). Subsequently, the valve was recaptured into the dcs. Upon the second deployment attempt, ventricular extrasystole once again occurred, resulting in another dislodgement of the valve while still attached to the dcs. Subsequently, another recapture was performed. During the recapture, increased system tension and higher resistance while turning the handle of the dcs was observed. Subsequently, the system was withdrawn from the patient. A new valve and dcs were opened and used to complete the procedure. Additional information was received that prior to inserting the second valve and dcs, the ventricular asystole resolved. However, the physician decided to change the pacemaker generator for a new one as treatment for the ventricular asystole. Additional information was received that the patient did not have a permanent pacemaker implanted prior to this implant procedure. The generator exchange was performed after the first dcs was withdrawn from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the second step of the valve deployment, it was noted that loss of pacemaker capture was observed. Ventricular extrasystole was observed, resulting in dislodgement of the valve while still attached to the delivery catheter system (dcs). Subsequently, the valve was recaptured into the dcs. Upon the second deployment attempt, ventricular extrasystole once again occurred, resulting in another dislodgement of the valve while still attached to the dcs. Subsequently, another recapture was performed. During the recapture, increased system tension and higher resistance while turning the handle of the dcs was observed. Subsequently, the system was withdrawn from the patient. A new valve and dcs were opened and used to complete the procedure. Additional information was received that prior to inserting the second valve and dcs, the ventricular asystole resolved. However, the physician decided to change the pacemaker generator for a new one as treatment for the ventricular asystole. Additional information was received that the patient did not have a permanent pacemaker implanted prior to this implant procedure. The generator exchange was performed after the first dcs was withdrawn from the patient. Additional information was received to clarify that there was no permanent or temporary pacemaker used during the procedure. Pacing was performed over the guidewire.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the second step of the valve deployment, it was noted that loss of pacemaker capture was observed. Ventricular extrasystole was observed, resulting in dislodgement of the valve while still attached to the delivery catheter system (dcs). Subsequently, the valve was recaptured into the dcs. Upon the second deployment attempt, ventricular extrasystole once again occurred, resulting in another dislodgement of the valve while still attached to the dcs. Subsequently, another recapture was performed. During the recapture, increased system tension and higher resistance while turning the handle of the dcs was observed. Subsequently, the system was withdrawn from the patient. A new valve and dcs were opened and used to complete the procedure. Additional information was received that prior to inserting the second valve and dcs, the ventricular asystole resolved. However, the physician decided to change the pacemaker generation for a new one as treatment for theventricular asystole.

Manufacturer narrative:
Adverse event and product problem. B2. Outcome attributed to adverse event. B5. A second paragraph was added. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that intervention was required. The event is now a reportable serious injury. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.